Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of patient's radiographs. Radiographs were provided and reviewed by health care professional which indicated dislocation of the arthroplasty components. Incompletely visualized apparent fracture on the image was also noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item # unk/ unk liner/ lot # unk, item # unk/ unk cup/ lot # unk, item # unk/ unk stem/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04965.

Event description:
It was reported patient went though closed reduction on and unknown date due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.